Event description:
On (B)(6) 2021 fujifilm medical systems u.s.a., inc. (Fmsu) was informed of an incident that occurred during an ercp procedure. Cannulation of the common bile duct (cbd) was difficult and took over 30 minutes to successfully cannulate. After successful cannulation of the cbd with a guidewire, a sphincterotomy was performed and a metallic stent was deployed. After examining the stent placement, a cautery effect or minor mucosal burn was seen underneath the papilla and not where the sphincterotomy was performed. No additional medical treatment was required as a result of the burn. This event was reported to the manufacturer on (B)(6) 2021. The manufacturer reported this event to FDA under report # 3001722928-2021-00004.